Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion was located in a tortuous mid right coronary artery (rca). The physician was advancing the taxus express2 2.75x24mm drug eluting stent to the target lesion, when it was "caught" in the mid rca. The device was removed from the patient and the physician noticed that the stent had moved proximally on the balloon, approx. 1.0mm. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.